Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was received with the device and the handle was not returned. It was also noted that the suture was detached and the ligator head teeth were damaged. The suture hole did not present issues and all the bands were attached to the ligator head, indicating that the device failed to deploy. Futher examination was performed and found that the component was hit against a hard surface. No other issues with the device were noted. The ligator head was hit against a hard surface and this cause the teeth damaged(bent) once that the ligator head teeth were damaged (bent) it can cause that the suture moves from its original position slipping through the bands during the handle rotation until it detaches from the component, leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varicose veins procedure performed on (B)(6) 2021. During the procedure, the first band could not be released. A second speedband superview super 7 device was then used, and the same problem occurred. It was reported that there was no difficulty experienced when setting up the devices. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varicose veins procedure performed on (B)(6) 2021. During the procedure, the first band could not be released. A second speedband superview super 7 device was then used, and the same problem occurred. It was reported that there was no difficulty experienced when setting up the devices. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.